Event description:
Customer's family member called to report that she had primed 20u of insulin after inserting the new reservoir into the pump. It was stated that in bewteen 5u she removed the reservoir to adjust the drive arms. Family member was priming 10u at the time of call and the insulin was exiting. Later family member called back and stated that she had to prime about 60 to 70 to see the insulin exited.